Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the "up" and "contrast" keys are responding intermittently and do not spring back when depressed. The keypad is intact with no evidence of physical damage. Removed keypad for investigation and contamination was found under the up and contrast keys.

Event description:
The patient claimed that the up buttons required several presses to activate the desired pump functions. The keypad is reportedly intact and has not been exposed to moisture. There was no adverse event associate with this complaint. The pump was replaced.